Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The shipping box was intact. The boxed device was able to be interrogated with no telemetry issues observed. A memory download was performed successfully. Review of the memory log found that there was one session tried on (B)(6) 2015. No further testing was performed. Analysis did not identify any device issues that would have caused or contributed to the reported inability to establish telemetry.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during pre-implant testing, the field representative was unable to establish telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). The device was not implanted, and no patient was involved.